Event description:
It was reported to philips that the device has sparks at the left paddle tray. There was no patient involvement.

Event description:
It was reported to philips that the device has sparks at the left paddle tray. The field service engineer (fse) evaluated the device and confirmed the sparking issue. The paddle tray was found to be scratched / damaged. The paddle trays need to be replaced. The faulty component has been requested for failure analysis, but it is reportedly unavailable for such (scrapped). It was determined that this was a malfunction of the paddle tray. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.